Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported high blood glucose. Customer stated having issues with her insulin pump. Customer stated that the insulin pump alarmed no delivery. Customer also mentioned that the wordings in the screen appeared to be faint. Customer stated after changing her set she experienced high blood glucose. Customer stated her blood glucose was 268 mg/dl and treated with the insulin pump. Customer blood glucose now was 108 mg/dl. Customer stated wanted a insulin pump replacement. Customer declined to troubleshoot. No further information provided.

Manufacturer narrative:
The insulin pump was programmed with multiple boluses and all registered properly in the daily total history and also matched properly with the units left on the status screen noted. No bolus delivery anomaly noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No unexpected wording appears to be faint on screen noted. The insulin pump has cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window.